Event description:
The 1.5 rx streak balloon was introduced into the patient's left main coronary artery through an 8 french al I baxter guiding caatheter and over an acs 0.014 standard coronary guide wire. After two (2) inflations the balloon was pulled back through the guiding catheter and out of the patient's body. It was then noticed that the distal part of the baloon tip was missingdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated short term complication of procedure, balloon. Conclusion: device failure occurred and was related to event, device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.